Manufacturer narrative:
Citation: gonzalez-ferreiro r, et al. Prognostic value of body mass index in transcatheter aortic valve implantation: a ¿j¿-shaped curve. Int j cardiol. 2017 apr 1;232:342-347. Doi: 10.1016/j.ijcard.2016.12.051. Epub 2016 dec 21. Earliest date of publish used for date of event. No unique device identifier (serial/lot) numbers were provided; without this information it could not be determined whether these observations have been previously reported. Without return of the product no definitive conclusion can be made regarding the clinical observations. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information from a literature article regarding the effect of body mass index on long-term mortality in patients undergoing transcatheter aortic valve implantation (tavi). All data was retrospectively collected from three centers between october 2008 and july 2015. The study population included 770 patients and was predominantly female with a mean age of 80.7 years. All patients underwent tavi with the medtronic corevalve. No unique device identifier numbers were provided. Among all patients, a total of 188 deaths occurred during follow-up (range of 1.1 to 4 years). None of the deaths were directly linked with corevalve as the causes of the deaths were not characterized. Among all patients, adverse events that occurred during or following tavi included: permanent pacemaker implantation, bleeding, vascular complications, need for transfusion, and moderate to severe aortic regurgitation. No additional adverse patient effects or product performance issues were reported.